Manufacturer narrative:
Product analysis: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 16th distal stent segment was deformed with raised struts. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection. (B)(4).

Event description:
Physician was attempting to treat a lesion in the lad using resolute onyx rx drug eluting stent. The lesion exhibited 80% stenosis,moderate calcification,moderate tortuosity and was 32 mm in length. The lesion was predilated with a solarice balloon. The device was inspected prior to use with no issues noted. The device did not pass through previously deployed stent. Resistance was encountered during advancement however no excess force was used. The resolute onyx did not cross the lesion. The physician then pulled back the stent system and the stent struts were found damaged. The physician used 2 different size resolute onyx stents to complete procedure. Physician believes that the event was due to use of device in difficult lesion morphology/anatomy i.e. The event is procedural related and not device related. There was no injury to patient. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.